Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to provide further information on the effect on the vision, but did confirm that there were no additional ports made, or port incisions increased. The conversion did not affect the patient. The probable root cause cannot be determined based on the information provided and phone support details. The customer reported the issue was resolved. The phone support details did not reveal any issues related to the customer reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed log review and unable to confirm any errors pertaining to issue. Fse confirmed customer elected to use system on follow-up case. Fse confirmed with isi clinical sales representative (csr) no reoccurrence or issues were noticed on follow-up case. Issue may have been an instrument or user induced. The csr was tagging 30-degree endoscope that was used on reported case for return. System was working properly. No site visit was required. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon lost control of the universal surgical manipulators (usm) twice and opted to convert the case to a traditional laparoscopic procedure. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and found an error 23075 pointing to the right master tool manipulator (mtm). The surgeon stated they lost control of the usms when the camera flipped, and arm corkscrewed/spun in rotation. The procedure was completed with no reported injury.